Event description:
It was reported that a 25 units of spiros® closed male luer generated a leak during the injection of daratumumab at the patient's home in the presence of a nurse (ide). Adjustment of the subcutaneous syringe to the anti-reflux cap (blue cap), priming, and patient injection. At the moment of injection, the treatment drips between the syringe and the anti-reflux cap (flows onto the patient's skin). Removal of the needle, then reinsertion of the device, no more leakage during the injection. There was no medical intervention mentioned in the doctor's report, the injection was performed by the nurse from the home hospitalization service. No adverse effects related to the leak of daratumumab on the patient's skin, no indication of bleeding, no one was harmed as a result of the event, and the therapy was successful. No additional information is available at this time.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The 011-h2457 spiros connected to the 20ml luer lock syringe was functionally tested as returned. No leakage was observed during testing that tried to replicate functional use. No mating device needle that was mentioned in the complaint was returned to evaluate with the 011-h2457 spiros. The complaint was unable to be replicated or confirmed. A device history review (DHR) was conducted relevant commodities were reviewed, and the following discrepancy was identified: in functional inspection, 3 out of (B)(4) pieces were reported to have leaked. Exception type: ncmr; list #: 011-h2457. D9 - date returned to mfg: 11/30/2023.